Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the last follow-up there was no telemetry and no magnet response. The previous follow-up in (B) (6) 2009 showed estimate longevity of about one year. The patient was scheduled for a device replacement. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.